Event description:
It was reported to arjo representative on 2019-oct-28 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during the middle phase of transfer the resident became rigid and had spasm which caused that patient's weight was shifted to the right side. As the consequence of the event patient slipped out of the sling and hit one of the lift leg's on her way down. Following information provided none of the clips detached from the lift spreader bar. It was also reported that patient sustained laceration to the skin behind the right ear. Resident went to the hospital where staples were applied. It remains unknown whether patient has already left the hospital.